Event description:
Report rec'd from (B)(6) stating that the device had noise and vibration. The device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device was evaluated and the complaint of noise was not confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).